Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image shows the lens of the arthroscope cracked. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up for a meniscal repair surgery, the lens of the arthroscope was cracked. The procedure was completed with the same device. There was a significant surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).